Event description:
The manufacturer received information alleging a ventilator has a leak. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the device failed a test step during testing. The device's sensor board was replaced to address the issue.